Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, functional testing, and a batch review were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-type bladder irrigation set was leaking while it was connected to a solution bag. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A visual inspection was performed and revealed that the unknown spike and a piece of tubing were connected to one of the couplers. Functional leak testing was performed and revealed no leaks. A second underwater leak test was performed with manual tube manipulation and a leak was observed. A microscopic inspection was performed and revealed an incomplete tubing bond in the leak location. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.